Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e224 error could not be identified. However, it¿s likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The evaluation found error e224 when the instrument was plugged in. Additional findings: found the connector guidepost was scratched and hard to plug in. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the 4k camera head had a connectivity issue error e224, and there was no image noted during the preparation for use. There were no reports of patient harm.